Event description:
Device was opened and placed on the back table for flush and the stopcock that flushes the graft appeared to be leaking, upon further investigation, appeared to be cracked. Physician not comfortable using device without flushing graft. Patient outcome - "no patient sequelae."

Event description:
Device was opened and placed on the back table for flush and the stopcock that flushes the graft appeared to be leaking, upon further investigation, appeared to be cracked. Physician not comfortable using device without flushing graft. Patient outcome "no patient sequelae."